Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that erroneous results for multiple assays were generated for patient samples on an advia chemistry xpt instrument. A siemens customer service engineer (cse) went to the customer¿s site. During the visit, the cse determined that the instrument had dirty cuvette bath oil and probe arm issues. Then, the cse replaced cuvette oil, sample dilution probe, and reagent probe 1. Next, the cse processed quality controls (qcs) successfully and performed an acceptable sample comparison study between instruments. In a subsequent visit, the cse replaced the wash nozzles on the reaction tray wash unit (wud) and verified proper adjustment of the nozzles. The customer successfully processed qc. The cause of the erroneous results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Erroneous results for multiple assays were generated for patient samples on an advia chemistry xpt instrument. The initial results were not reported to the physician(s) the samples were repeated on alternate advia chemistry xpt instruments. The repeat results were reported to the physician(s), as the correct results, as they agreed with the patients¿ medical history. This report is being filed in an abundance of caution as the customer did not quantify the number of samples impacted by this event and did not provide supporting patient data. There are no known reports of patient intervention or adverse health consequences due to the erroneous results.